Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) checked host pc and found that the screen was blue and software needs to be reinstalled in host pc. Fse installed the host pc software. After the installing the host pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.